Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report that the ipg displayed a "replace generator soon" was confirmed. Analysis of the returned ipg found the device declared elective replacement indication (eri) and end of life (eol). A longevity calculation confirmed normal battery depletion based on average device usage. It was also noted the device suffered a por during explant resulting in increased current consumption. As such the device failed ate testing due to the low battery voltage level which is a normal indication; all other tests passed. The root cause of the reported issue was due to normal battery depletion. This device is no longer reportable.

Event description:
Additional information indicates the ipg exhibited normal depletion; therefore, this device is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.